Event description:
The customer reported that they had questionable results for a total of six patient samples tested for thyrotropin (tsh) and free thyroxine (ft4). The customer stated that the results for tsh and ft4 were switched. Of the six samples, three had erroneous results that were reported outside of the laboratory. The first sample initially resulted as 1.020 uiu/ml for tsh and 3.55 ng/ml for ft4. The initial results were reported outside of the laboratory. The sample was repeated and resulted as 3.180 uiu/ml for tsh and 0.97 ng/ml for ft4. The repeat results were believed to be correct. The second sample, from a (B)(6), initially resulted as 1.680 uiu/ml for tsh and 5.13 ng/ml for ft4. The initial results were reported outside of the laboratory. The sample was repeated on (B)(6) 2015 and resulted as 4.740 uiu/ml for tsh and 1.170 ng/ml for ft4. The repeat results were believed to be correct. The third sample, from a (B)(6), initially resulted as 1.230 uiu/ml for tsh and 4.98 ng/ml for ft4. The initial results were reported outside of the laboratory. The sample was repeated on (B)(6) 2015 and resulted as 5.720 uiu/ml for tsh and 1.32 ng/ml for ft4. The repeat results were believed to be correct. The patients were not adversely affected. The tsh reagent lot number was 183827. The reagent expiration date was asked for, but not provided. The ft4 reagent lot number and expiration date were asked for, but not provided. The field service representative could not determine a cause. He checked the instrument. The customer performed calibration and quality controls; all results were within the customer's specifications.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The customer has not reported any further issues.